Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The distributor stated that the buttons on the keypad were unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/17/2013 with the following findings: there was no visible damage to the keypad. The contrast button was intermittently responsive, while the up arrow, down arrow, and ok buttons responded properly. Contamination was found under the up arrow, down arrow, and contrast button contacts when the keypad was removed. Unrelated to the keypad complaint, there was moisture found inside the battery compartment. There was a crack and leak found in the battery compartment. There was no further evidence of moisture when the pump case was opened up. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.